Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
It was reported that telemetry confirmed a critical alarm was occurring, the alarm was due to zero ml reservoir volume reached. The patient had last been seen for a refill on (B)(6) 2013. The last change was (B)(6) 2013. The reporter checked the physician programmer for a session data report; however, the files were deleted. When the patient came into the health care provider (hcp) office the day prior to the report date, he complained of withdrawal symptoms. The reporter did not know what actual symptoms the patient experienced. The reporter had gone on the report date to the clinic to see the staff and patient; however, the patient did not make it to the clinic. It was unknown to the reporter what the hcp was going to do to address the situation. It was confirmed the hcp currently had the new version of the 8870 software card; however, the reporter was not sure about the (B)(6) 2013 date. The day prior to the report date, the pump reservoir was accessed and drug was aspirated from the pump and then put back in. The hcp then programmed a reservoir volume of 10ml; however, the reporter was not sure if that was the actual amount aspirated. Bringing back the patient to aspirate the reservoir again to get an accurate amount aspirated and document the reservoir volume accurately was discussed. A session data report was then provided from when the pump was interrogated on (B)(6) 2013. The reservoir volume read 0ml and indicated 20.3ml had dispensed since update. The low reservoir alarm date was listed as (B)(6) 2013. The device system was used to deliver bupivacaine and dilaudid. It was later reported that the initial reporter didn¿t have any further information except that the patient was doing fine. Additional information has been requested, but was not available as of the date of this report.